Manufacturer narrative:
A ge service representative performed an on-site investigation. The hard disk drive was found to be corrupt from the shut down. The hard disk drive was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the customer shut down the system during a case without following the recommended process. The system needed to be rebooted. Because the system may have been writing to the hard disk drive when it was shut off, the system would not reboot. There was no injury reported, however, it did result in a delay in pt diagnosis or treatment since a new c-arm needed to be brought in to complete the case.